Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zhi-yuan wu et al 2018 (ziv) ¿ ¿endovascular repair of complex aortoiliac aneurysm with the sandwich technique in sixteen patients¿. Off-label use: deployment within a previous stent as a reintervention. Thrombosis happened to a patient¿s right external iliac artery (fig. 1). An artery embolectomy was then performed with a 5f fogarty catheter. Complete angiography showed stenosis in the right proximal external iliac artery stent. A new stent (8-120, zilver. Cook, inc. Bloomington, in) was deployed in the prior stent (16-10-95, endurant, medtronic, inc., minneapolis, mn) with a post-dilation.

Event description:
This is a final report. Investigation was completed on (B)(6) 2020 and results and conclusions are outlined in section h of this report. Zhi-yuan wu et al 2018 (ziv) ¿ ¿endovascular repair of complex aortoiliac aneurysm with the sandwich technique in sixteen patients¿ off-label use: deployment within a previous stent as a reintervention thrombosis happened to a patient¿s right external iliac artery (fig. 1). An artery embolectomy was then performed with a 5f fogarty catheter. Complete angiography showed stenosis in the right proximal external iliac artery stent. A new stent (8-120, zilver. Cook, inc. Bloomington, in) was deployed in the prior stent (16-10-95, endurant, medtronic, inc., minneapolis, mn) with a post-dilation.

Manufacturer narrative:
Device evaluation: the ziv device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution ziv devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0043-9) does not contain instructions on placing a stent inside a stent already in situ in a patient. As per clinical input this is considered off-label use. Image review ¿ n/a. Root cause review: a definitive root cause of the user not reading or following the IFU was identified from the available information. As previously mentioned the IFU does not contain instructions on placing a stent inside a previously existing stent and is considered off-label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.